Manufacturer narrative:
Updating the decision notes due to an additional finding during through a good faith efforts replace battery message was heard. Non-reportable as there was no death or serious injury reported, and the observed event/issue would not impact therapy if it were to recur.

Event description:
It has been reported that the device is failing self-test.